Event description:
A (B)(6) female e pt contacted zoll customer support to report that her monitor was unable to power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. The cause of the inability to power on was a ram failure (components u100 and u101) on the c/a board sn (B)(4). The ram components had an intermittent bga connection. The intermittent connection is likely dur to a fractured solder connection induced by mechanical stress. The exact source of mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The pt was issued a replacement monitor.